Event description:
F/u report for (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Device was returned to the MFR for eval. The visual macroscopic exam shows that upper dynamic shaft broken at pin location most likely due to excessive force applied to the instrument. Upper jaw and pin were returned, tip of the shaft is missing. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.